Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products will not be returned per hospital policy. Additional information was received that patient was doing well postoperatively.

Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700 . Model: sc-2317-70 . Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).